Event description:
(B)(6) from (B)(6), informed resmed customer service department that a recall unit caught fire and caused property damage. (Slight burn on carpet, according to pt.)

Manufacturer narrative:
Device is within the serial number range of a current resmed recall (recall#: z-1006-2007). Upon examination, the device was confirmed to have the ac connector problem, the reason for the recall. Device is listed within the serial number range.